Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the excessive application of heat compound to the lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that 20 minutes after powering up his olympus visera elite xenon light source the main lamp shut off and the spare lamp indicator came on. According to the initial reporter, this event occurred during procedure preparation. There was no patient harm reported from this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended a few different trouble-shooting options. Those options were ultimately unsuccessful. Following that, tac noted that the unit would need to be returned for inspection and possible repairs.